Manufacturer narrative:
Devilbiss healthcare previously reported an oxygen concentrator that was noted by an authorized service center to exhibit "burnt pc [power cord]." There was no report or evidence of illness, injury or medical treatment associated with the report. The service technician observed evidence of thermal deformation on the power cord. The device was returned to devilbiss healthcare for evaluation, and inspection confirmed the authorized service center's complaint. Thermal damage to the plug end of the line cord around the neutral prong was observed. The prong was bent out of position and discolored, and plating removed. This is an indication that there may have been a poor electrical connection between the neutral prong and the outlet receptacle. No thermal damage to the exterior or interior of the device. The device was found to be fully operational and within specifications.

Event description:
Devilbiss healthcare was notified by an authorized service center of an oxygen concentrator with a complaint of "burnt pc [power cord]." There was no report or evidence of illness, injury or medical treatment associated with the report. The service technician observed evidence of thermal deformation on the power cord and reported such to devilbiss. The device is being returned to devilbiss for investigation and root cause analysis. An update will be filed should additional information become available.